Manufacturer narrative:
(B)(4). Date sent: 3/14/2022

Event description:
It was reported that during use, the device was charged with a second charging to finish the resection. Half resection with the branches closed the device is blocked making it impossible to continue the procedure. The stapler is unlocked with the appropriate lever but without success. The device has been preserved and placed out of use no patient consequences reported. No further information is available

Manufacturer narrative:
(B)(4). Batch # v95n7j. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: * was the device locked on tissue with the jaws closed? Yes. * if yes, how was the device removed? First they tried using the reverse button, but the blade did not retract and so they used manual override. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? All. Did the jaws eventually open? After manual override. Is the current patient status known? Good. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2022. D4: batch #420a67. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage, with a tyvek, and with an ecr45w reload loaded on the device. The reload was received partially fired 1/10. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, 9 staples were noted to be missing along the staple line, these staples do not create a fluid path. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. No conclusion could be reached on what may have caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.